Event description:
It was reported that a malfunction occurred on the pump without any notable events prior. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the issue did not recur following the reset, allowing the customer to continue using the pump.